Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the incompletely visualized left hip arthroplasty. Single surgical screw within the acetabulum without fixation as noted. The root cause of the reported issue is attributed to user error, as the incorrect drill guide was used to place the screw. As per the surgical technique, the gold drill guide should be used when placing screws with the shells. A technical report for user error will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the screw went through the hole of the cup and ended up on the other side of the cup. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The screw was originally reported under incorrect MFR number 0001825034-2023-02302. D10: 110010244, item name g7 osseoti 3 hole shell 52mm e , lot # 7506442. G2: foreign: australia. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device remains implanted.